Event description:
Customer reportedly received the following results within 10 minutes: 500 mg/dl and 112 or 113 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.